Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported errors. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, user informed the technical support engineer (tse) that they encountered continuous generator error messages m-11 and c-30 on the erbe generator. The user stated that the erbe generator and the system had been restarted during the procedure but the issue had persisted. Tse confirmed the presence of specific generator error codes through remote log review and verified that the erbe generator was connected to a dedicated main's circuit. The user abandoned the erbe generator, and completed the procedure using the e-100 generator and synchroseal instrument. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.